Event description:
On (B)(6) 2021 I returned from (B)(6) and purchased 2 boxes of the quickvue home antigen test from (B)(6) at (B)(6)). When I took the test, it routinely came back positive for covid-19 (3 tests taken, 3 positive). In our closet I had 3x binax (abbott) covid 19 tests which I took them and all 3 came back negative (3x quidel - positive, 3x abbott - negative). The following day, I went to the clinic and received a covid antibody test, rapid test and an rt-pcr test. The antibody test was positive for igg, negative for igm (consistent with vaccination, which I have) and both the rt-pcr and the antigen tests came back negative. Subsequently that day, I went again to (B)(6) and purchased another quidel quickview test kit (2 actually). Both of two tests from that kit came back positive for covid 19. The clinic used the sofia tia test which came back negative (also made by quidel) and the quickvue home test kit was routinely coming back positive. My wife then took the last of the 3 additional quidel tests from the second round of 2x kits I purchased and she tested negative for covid 19. My problem now is of course I have 6 positive tests, all from the quidel quickvue covid test kits. I have 5 negative results including 3x pfizer binax home tests, 1x sofia antigen test from the clinic and 1 rt-pcr which has come back negative as well as a negative igm antibody test and a positive igg antibody test. That totals to 6x positive, 5x negative and the only consistency in the positive tests are the quidel quickvue home test kit. I also had a negative igm and a positive igg antibody test for covid 19 antibodies. I have received both doses of the pfizer vaccine, first (B)(6) 2021 and second (B)(6) 2021 with a 3rd dose (B)(6) 2021.